Manufacturer narrative:
Additional expiration date: 09/30/2018, additional expiration date: 08/31/2018, additional lot number: 7251699, additional lot number: 7206959. (B)(6). Additional manufacture date: 09/08/2017, additional manufacture date: 07/25/2018. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® cpt¿ cell preparation tube with sodium heparin have poor separation after centrifugation.